Event description:
It was reported that a progav 2.0 system (#fx424t) was implanted during a procedure. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 71 years, gender: male.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined . Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. An accelerated outflow could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Result : based on our investigation results, we can determine an accelerated outflow and adjustment difficulties. The determined deposits can be named as the cause for the functional deviation. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 (#fx424t) was implanted during a procedure on (B)(6) 2023. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 71 years. Gender: male.